Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation along with a retained sample. Visual inspection of the photograph provided was performed and the broken line was observed. Functional testing on the retained sample via methylene blue by adjusting the regulator was performed and there were not defects observed. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an i.v. Administration set was damaged. Prior to use, the line was observed ¿broken¿ (not further specified). There was no patient involvement. No additional information is available.